Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the atrial and ventricular connectors of the external pulse generator (epg) were cracked and would not hold the cables, although was unable to confirm the customer comment that the epg worked intermittently due to the faulty insertion sites. Analysis determined that the display wires were pinched, wire insulation was exposed. It was noted that the hanger assembly was broken, a capacitor was damaged on the main printed circuit board (pcb) and the upper case was broken. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial and ventricular ports of the external pulse generator (epg) were cracked and would not hold the cables. It was noted that the epg only worked intermittently due to the faulty insertion sites. The product has been returned for service and subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.